Manufacturer narrative:
Device identifier: (B)(4). The perforator was received for evaluation: failure analysis - the unit was inspected using the unaided eye. Unit was found to have heavy amounts of organic matter and a worn eto label. IFU testing procedure lcn 205434-001/c was performed with no observed anomalies, however it is noted that the unit could not be tested in ¿as-is¿ condition due to the fact that the unit was bound by organic matter. After cleaning and re-sleeving the unit it was tested and performed as expected. Functional testing was performed: the unit was found to perform as intended and fulfilled the acceptance criteria. In the failure analysis that was performed, the returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis. Possible root causes for issues related to failure to disengage: components not able to withstand multiple sterilizations (single use product), impact introduction of drill to skull scores the pin/slot interface, inadequate spring force, drill used for multiple holes causing deformation of pin, drill is set incorrectly, or incorrect specification of surface finish for inner drill, outer drill and pin.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported, "the perforator failed to disengage causing damage to the dura, (open, torn)." No further information was provided.